Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure (ptca) a shaft break occurred. The target lesions were in the 1st diagonal (1st diag) and the left anterior descending artery (lad). A non bsc guide wire and non-bsc balloon catheter had been advanced to the 1st diag through an unspecified type of guide catheter. The physician then attempted to advance a 4.0x15mm maverick2 balloon catheter over a non-bsc guide wire to the lad in order to perform kissing balloons but resistance was encountered while inserting the device through the guide catheter. The physician "pushed harder" in attempting to advance the balloon and the shaft broke outside the patient. The device was removed from the patient by pulling the shaft. The procedure was completed with another 4.0x15mm maverick2 balloon catheter. There were no patient complications reported with the patient's current condition listed as "stable."